Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
(Braided part ripped off), couldn't remove vaginal, retained [foreign body in reproductive tract] braided part to remove tampon ripped off [device breakage] braided part to remove tampon ripped off...needed help [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon string ripped off. No serious injury reported.